Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back under the electrode belt. The irritation was described as red, raw, itchy, burn, and blisters. Follow up indicated that the patient when the emergency room and was prescribed a cream. The patient confirmed that the cream helped the skin irritation to improve.